Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a generator change out, the associated right ventricular (rv) lead was unable to be unscrewed from the header of the generator. The setscrew was eventually loosened; however, the lead had fractured. The placement of a new lead was required. No additional adverse patient effects were reported. The device has not been returned for analysis as of today.